Event description:
Customer reported that when they closed the upper clamp it caused a hole in the tubing. Not sure how many times they might have opened and closed it before hole happed. Customer stated that no further pt/event information is available. There was no report of pt harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). The customer indicated they were disposing of the set. Unable to determine the cause of the reported hole in tubing.